Manufacturer narrative:
Additional information indicates (B)(4) no longer applies to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer stating they were misinformed. They took more time to charge their implantable neurostimulator and the issue resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for movement disorders. It was reported that the patient stated their ins never went past 75% when recharging since their implant ((B)(6) 2018). Patient services had the patient connect to their programmer and the patient reported that the ins was currently at 50%. The patient connected with their recharger and stated that they had full coupling and their ins was charging at 50%. The patient suggested that the patient continue to charge with full coupling and described the ¿charge complete¿ icon appeared on the screen. The patient was going to charge and see if it could charge all the way to 100%. There were no further complications reported.